Manufacturer narrative:
The suspect fuse has not been received by the manufacturer for evaluation. Part not returned for analysis.

Event description:
A medtronic representative reported that, while in a spinal fusion, the viewing station of the imaging system would not power on in the operating room (or). The line power light was not illuminated. The representative reported that the fuses for the viewing station of the imaging system were replaced to restore functionality. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome. No additional information was provided.

Manufacturer narrative:
Additional information: patient age and weight provided.